Event description:
It was reported that complainant stated "separation of funnel from tube upon preparation and during use."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported that the number of patients that used this lot is not known. A request for additional information was sent to (B)(6) 2014. Additional information was received on (B)(6)2014 informing that no further information is available. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
It was discovered on (B)(6) 2015 that additional information was received on (B)(6) 2014. History batch records were reviewed and no nonconformity had been recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. No complaint for the same product reference code was received within last 36 months. The connection between tube and compress is regularly checked during the manufacturing process. Tensile test results of relevant lot were assessed and based on that the lot was released. Catheters are produced at a machine which is equipped by camera system for glue presence detection. If the presence of glue is not detected on tube by camera the catheter is thrown away to waste. All samples passed test requirements. No corrective actions have been identified as a result of this analysis. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.